Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a procedure for the patient¿s atrial septal defect, the pre-existing right ventricular (rv) lead became dislodged and perforated through the foramen ovalis into the left ventricle. The physician pulled the rv lead back into the right ventricle. Due to the patient¿s pre-existing condition, the physician elected not to fix the rv lead in the right ventricle and the patient has been placed under observation with the expectation that the rv lead will be fixed by a natural process. As the rv lead was floating in the right ventricle, the thresholds, r-waves, and impedance all varied significantly. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated pacing capture threshold in the right ventricle was unstable. If information is provided in the future, a supplemental report will be issued.